Event description:
It is reported that the locking screw dislodged from the articular surface and tibial component. The surgeon removed the screw from the joint space, re-inserted it and then re-torqued it to the required specification.

Manufacturer narrative:
Evaluation summary: surgical notes were not provided. X-rays were provided for review. Upon evaluation it was confirmed that the locking screw had dissociated from the tibial component. Rehabilitation protocol and adherence thereto is unknown. A definitive root cannot be determined with the information provided. Evaluation: no devices or photos were received; therefore the condition of the components is unknown. Device history records were reviewed, indicating the component was manufactured, inspected and packaged to specification. There are no prior complaints for the product/lot combination for the tibial component.